Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stated that the increased spasticity occurred at the end of service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that according to the company representative , the patient's pump was being replaced on (B)(6) 2024 and when she read it was already at end of service (eos). The logs showed it reached eos on (B)(6) 2024. Reviewed based on implant date, eos date woul d appear to be correct. The rep believes that the patient's last refill was in april and tried to contact the person who did it but they are out of town so she was not able to confirm if they noticed the pump was already at early removal elective replacement indicator (eri) and would be at eos on (B)(6). The patient has had an increase in spasticity but no withdrawal. They calculated amount that should have infused in case they want to double check residual volume of old pump to help confirm catheter patency. The rep stated that the logs showed multiple motor stalls over the past few months, but she believes the patient has had multiple MRI's.